Event description:
A pt with a 7.5 centimeter extrinsic tumor mass in the distal esophagus involving the g-e junction was implanted with an esophageal ii wallstent. Deployment and positioning of the stent went perfect. The physician had chosen not to pre-dilate since the stricture did not appear to be tight. Approx 2 cm of the stent crossed the junction into the stomach. An x-ray taken 2 hrs post-implant confirmed that the stent migrated distally into the stomach, where it remains touching the stomach wall while 3-4 cms remains in the esophagus. The stent will not be removed. The pt's condition is fine.